Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 871975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, chronic cervicitis, leiomyoma of uterus, unspecified, adenomyosis and chronic cervicitis. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) chronic"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and a right ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia and iron deficiency anaemia had resolved and the dysmenorrhoea, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-bilateral occlusion. Pathology test - on (B)(6) 2015: uterus cervix bilateral fallopian tubes". An intact uterus with both fallopian tubes attached. After removal of the latter, the uterus weighs 109 grams and measures 8.4 x 5.5 x 4.8 cm. The serosa is smooth, shiny, and without focal lesions. The cervix is unremarkable. The endometrium is shaggy and varies between 0.2 and 0.5 cm in thickness. Serial sectioning of the myometrium discloses the three well demarcated fibroid tumors, which measure up 1.2 cm in diameter. The right fallopian tube measures 8 cm in length x 0.5 cm in diameter and shows no abnormality. The left fallopian tube measures 8 cm in length x 0.5 cm in diameter and shows no abnormality. Leiomyomata x 3, up to 1.2 cm. Adenomyosis, moderate. Chronic cervicitis, benign, weakly proliferative endometrium. Fallopian tubes, right and left, excision: no pathologic change. Pregnancy test urine - on (B)(6) 2011: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Reporter, lab data, concomitant drug, concomitant medications, lot number and rcc were added. Removal surgery details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) chronic"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2015-hyst.(full), salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia and iron deficiency anaemia had resolved and the dysmenorrhoea, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Removal date added. Events " dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia, anemia, gen. Abnormal bleeding, uti, vaginal infection, vaginal discharge, fatigue" were added. Outcome of event " bleeding" was updated as recovered. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.